Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer technical support (cts) provided complete instructions for resetting the pump, guiding the caller through the process. After the reset, the cgm error did not reoccur, and the caller successfully started a new sensor session.